Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 30 retained samples underwent functional tests to assess the functionality of the device, and all samples passed the tests with no evidence of defects or device breakage during use. Furthermore, these samples underwent additional functional tests, and all passed as they were able to be activated properly with no evidence of defects or breakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection, the needle fell off after attempting to engage the safety device. Blood spilled from the tubing on the patient's bed and phlebotomist¿s gloves, no other patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E.4: the initial reporter notified the FDA on 02-oct-2024. Medwatch report # (B)(4).

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection, the needle fell off after attempting to engage the safety device. Blood spilled from the tubing on the patient's bed and phlebotomist¿s gloves, no other patient impact reported.